Manufacturer narrative:
Results: a DHR review was performed on lot 7045839. The review concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Although evaluation of the returned units revealed successful retraction during the functional testing (needle retraction); one of the two units revealed evidence of cured adhesive in the area of the grip. A visual/microscopic examination was performed. There was no mechanical/physical damage observed to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. A functional test (needle retraction) was performed. Performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. Conclusion: the defect of needle retraction slow; as stated in the subject of the pir was not confirmed with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. Needles did retract in less than one second; which is the product specification for needle reaction. The actual unit described in the incident report was not returned for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. (0.9 x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter with blood control failed to retract and/or retracted slowly on multiple occasions. There was no report of injury or medical intervention.